Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that nc traveler, rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It does not appear that performing air aspiration inside of the patient anatomy caused or contributed to the balloon rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat an unspecified lesion in a coronary artery, a 2.00x12mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance and air aspiration performed inside of the patient anatomy. The bdc ruptured at 4 atmospheres (atm) during the first inflation. A non- abbott balloon was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.